Event description:
It was reported that during device interrogation, an error message was displayed on the implantable cardioverter defibrillator (ICD) utilizing different programmers. The software on the device was re-downloaded and successfully restored. The ICD will continue to be monitored. The patient condition was stable.

Manufacturer narrative:
The reported event of an error occurring during threshold measurement was confirmed. Based on the information provided, it was determined the error occurred due to quick opt allowing for a value to be set out of range for paced av delay.